Manufacturer narrative:
(B)(4). Investigation evaluation: the development of the zenith device followed successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les) or an amplatz ultra stiff guide (aus). Use of these specific wire guides could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide extends just distal to the aortic arch. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case scenario occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at a certain location. Location of this etch mark is verified on each device after the device is loaded. Changes were implemented to the loading procedures that will reduce the likelihood of damage to the trigger wire during the loading process. An alternate deployment sequence has been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently releasing tension from the trigger wire allowing it to be removed. This was effective on february 06, 2009. A definitive root cause cannot be determined or reported at this time. However, the morphology of the patient's anatomy may have been a contributing factor as it was noted that the left common iliac was noted to be extremely tortuous in the provided event description. In addition, it should be noted that the device was used outside the indications for use in this case, as the infrarenal aortic segment should at least be 15mm in length. We will continue to monitor for similar complaints. Risk analysis was reviewed and the associated risk level will not increase as a result of this complaint. No updates are required at this time.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2010. The patient's anatomical form was not suitable for aaa repair due to proximal neck less 15mm, extremely tortuous anatomy of left common iliac artery, and arterial dissection at left iliac artery bifurcation. The main body ipsilateral limb was deployed, and the physician attempted to remove the black trigger wire release mechanism, but he couldn't pull the trigger wire. The physician attempted to release the trigger wire tension by loosening the pin vise and pull the top cap down, but still unable to remove it. The sales rep advised the trouble shooting to resolve the difficulty by removing trigger wire. The physician performed following: cut the black trigger wire by a nipper, fixed the wire with a clamp, and then deployed the main body graft ipsilateral limb. Removed white trigger wire, and advanced grey positioner and introducer sheath close to the top cap. Performed contralateral iliac cannulation and angiography, but the physician was unable to determine the position of the renal artery. Removed the black trigger wire. (Although trouble shooting indicates to inflate balloon in the main body before advancing top cap inner cannula), the physician fixed the main body contralateral limb with pta balloon, and advanced the top cap inner cannula to deploy the top stent. The main body graft moved upward as he advanced the inner cannula. When the physician off the top cap about a half, he checked the fluoroscopy and confirmed the main body graft was moved down and repositioned to the intended site, then the physician off the top cap and fully released the top stent. Expand the balloon at the main body proximal neck, and confirmed the opening of the renal artery. Performed angiography to verify the position of the left internal iliac bifurcation. (Left iliac active length was 48mm at pre-procedure sizing, but it was measured 60mm at this time). Placed the ipsilateral iliac leg and then contralateral iliac leg. The sealing site of the ipsilateral iliac leg was narrowing, so the physician placed another manufacture's iliac sent at ipsilateral leg distal site onto the external iliac artery. At a final angiography, the occlusion of the left internal iliac artery was confirmed (1820334-2010-00094). No endoleak was confirmed, so the physician finished the procedure. The patient current condition is unknown as not provided by reporter.